Manufacturer narrative:
Inspected one opened/used enlite sensor and performed bicarbonate buffer test. The sensor passed with accurate readings. Analysis not required because it cannot perform or reproduce skin irritation in the lab. Unable to confirm needle break as customer did not return needle sensor only.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reports to have received a meter blood glucose and when it was entered, she received a calibration error and sensor error. When customer attempted to take sensor out, customer states there was no cannula on sensor. Customer indicated that she did not feel the cannula on her site. Customer's blood glucose was 167 mg/dl. Customer will be sent a sensor and tape kit. No further information provided.